Manufacturer narrative:
Upon receipt of customer complaint, personnel from quality, production and other relevant departments were involved in the investigation including retained sample inspection, production process review and simulated usage procedure, no similar problem was found. Preliminary judgement was the usage for vial penetration, video clip or more information is needed for furhter investigation for a thorough investigation. On 2024.02.26 5 pieces of 30g×1/2"(0.3mm×13mm) needles were sampled from retained sample lot no. 20221030 for simulated patency of lumen test under 20kpa water pressure, the result was qualified. After reviewing of product records, no abnormities were found, and based on the customer feedback, preliminary judgement was the usage for vial penetration when usually in clinical setting operator would use a hypodermic needle for vial puncture instead of a dispensing needle, other factors including needle tube blockage from silicone oil or foreign matter could be exluded as in-process controls were in place, video clip or more information is needed for furhter investigation for a thorough investigation. Relevant internal report 20240373 and other documents could be provided upon request.

Event description:
Customer advised that one box of syringes are clogging up. No adverse events caused. Syringes just wont dispense the fluids.